Event description:
It was reported that the patient presented with the implantable cardioverter-defibrillator (ICD) exhibiting post-paced t-wave oversensing. Patient condition was unavailable. Further information was requested but not received.